Event description:
On (B)(6) 2015, it was reported to animas that a loss of prime event had occurred. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: a review of the pump¿s black box history showed that cs 162 loss of prime warnings and cs 163 no cartridge detected warnings were recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The force sensor calibration reading was found to be out of the required specifications. The force sensor resistance reading was found to be out of the required specifications. Unrelated to the complaint, evaluation revealed that there was moisture corrosion inside the battery compartment. A leak test was performed and a case seal leak was found. The pump case was removed and moisture corrosion was found on the force sensor plate. The prime issue was observed in the pump history but was not able to be duplicated during investigation.